Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, the device alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin on the keypad assembly. No additional unexpected alerts or alarms noted during testing. The device was received with cracked select button keypad overlay, stained keypad overlay, serial number label faded, scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated that displacement test was passed but self-test failed and insulin pump error occurred twice. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.